Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in out returns analysis laboratory, a thorough analysis was completed. This lead was returned severed. This lead passed continuity testing. This lead was determined to have been sutured through the insulation on the lead.

Event description:
This supplemental report is being filed to include product investigation details.